Manufacturer narrative:
Manufacturer's investigation conclusions: the evaluation of heartmate ii lvas confirmed wire damage that would have contributed to the low speed and pump stoppage events captured in the submitted log files. The submitted log files contained approximately 8 days of data and captured low speed advisory/hazard alarms on day 17 when the actual speed dropped as low as 2600 rpm. The log files also captured low speed advisory/hazard alarms on day 718 when the actual speed briefly dropped to 3110 rpm. Finally, on day 721, the pump again struggles to maintain a speed above the low speed limit and multiple pump stoppage events with corresponding hazard alarms for low speed and low flow were captured. All pump stoppage and low speed events occurred while the patient was connected to the power module and resolve when the patient switches to battery power. No other atypical alarms or events were captured. The pump was returned assembled. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was not returned. The outlet elbow and sealed outflow graft were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of lvad revealed no evidence of developed depositions or thrombus formations. The driveline (s/n (B)(6) was severed approximately 3¿ from the pump housing. A distal segment of the driveline adjacent to the metal connector was also returned measuring approximately 35¿ in length. The metal connector pins, bend relief, and alignment indicators were unremarkable. Continuity testing was performed on all segments of the driveline and all wires were found to be electrically intact. The silicone jacket and the clear bionate layer appeared unremarkable. Minor wear of the metal braided shield was observed approximately 2.5¿, 9-13¿, 16¿ and 17¿ from the metal connector. Visual and microscopic inspection of the underlying wires revealed a breach in the insulation of the brown wire at the pump housing. This damage exposed the underlying metal conductors and appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield in this area. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation and no additional breaches were identified. The brown wire represents one of the redundant wires that comprise phase 2 of the three-phase motor. If the exposed conductors of the compromised wire contacted the metal braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed events reported by the account and seen in the submitted log file. The heartmate ii IFU discusses pump speed, power, flow, and pulsatility index in section 13.0 ¿system monitor¿ under ¿clinical screen¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events in section 17.0 ¿patient management¿ under ¿unique treatment issues¿ and ¿caring for the percutaneous lead¿. This section also provides information on driveline care and cleaning under ¿exit site treatment¿. Additionally, this IFU contains information regarding alarms on the system controller, including the low speed advisory/hazard alarms, and the proper actions associated with them under ¿alarms screen¿ in section 13.0. This IFU instructs the user that if damage to the electrical conductors in the lead is confirmed, the heartmate ii pump should be replaced as soon as possible. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event: additional information.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2019 due to a driveline fracture and suspected short to shield. The device will be returned for evaluation. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient confirmed a red heart alarm at home while connected to power module. A medical engineer confirmed with ¿ pump off" and "low speed operation" system monitor and the patient was urgently hospitalized. The patient had no symptoms when the red heart alarm occurred. The data showed 3 pump stops, 24 low speed advisories. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. Highly possible reason for the pump stop events is a driveline short-to-shield. No visual issues were found so far and the patient is on going with battery power. No further information provided.